Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer lock adapter of one-link non-dehp standard bore catheter extension set would not connect to the IV catheter. This was identified during use. There was no patient injury or medical intervention associated with this event. No additional information is available.